Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited high impedance. The lead was not used and replaced. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.